Manufacturer narrative:
The event date is estimated to be october 2019. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-02443. It was the patient's right lead was found to have migrated. In turn, the physician decided to explant and replace the patient's right lead to address the issue. Note: both of the patient's leads are being reported as explanted because it's unknown which device was liable.